Event description:
Reporter alleged blood glucose measured 57 mg/dl back to back with a result of 104 mg/dl when testing was performed 1 min apart. Customer stated having no glucose symptoms at the time of testing, however, based on the comparison, no actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.